Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced high blood glucose of 475 mg/dl. Customer does not recall any significant events leading to the error, but that it occurred during the manual prime. Troubleshooting assisted customer in the prime rewind sequence however, the pump alarmed again. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.